Event description:
General report received of an unspecified number of ducumented incidents of pt's receiving less medication than intended. In each instance, interlink blunt cannulas were connected to 10ml syringes with approximately 6-8ml of unspecified antibiotics. The syringes were then inserted into capped secondary ports which had been connected to the secondary ports of the plum cassettes and the deliveries were started. At unspecified times, the pumps alarmed and the infusions were complete, but the nurses noted that there was approximately 1-2ml left in the syringes. No additional programming parameters or event details were provided. There were no adverse pt efforts and no medical interventions were required. Though requested, no additional information was provided.